Manufacturer narrative:
(B)(4). Medical devices: guide wire: viperwire, sheath: 5 fr multipurpose catheter. (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that emboshield nav6 embolic protection system electronic instruction for use (IFU) states: the emboshield nav6 rapid exchange (rx) embolic protection system (eps) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. Additionally, the IFU states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified superficial femoral artery (sfa) that did not have any tortuosity. A 190 cm emboshield nav6 embolic protection device was used with a non-abbott guide wire instead of the barewire. During removal, the filtration element disconnected from the device and was noted to be in the iliac artery. Therefore, a non-abbott catheter was used to crush the filtration element and embed it in the iliac artery. The physician stated that this issue has happened before with an emboshield nav6 embolic protection device. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. The investigation determined the reported difficulties appear to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.